Event description:
It was reported that the patient thinks the op5 system may have given her son a 6 unit uncommanded bolus. The customer was at school and heard the pod making a clicking noise and when he looked at the controller it indicated a bolus was in progress. The customer did not require medical intervention. The device history logs were reviewed and confirm user interaction to program all bolus doses , including blood sugar level, and carbohydrates. There is no evidence of an uncommanded, or a bolus that was not requested. The physical device was not returned for investigation.

Manufacturer narrative:
The case description states that the user received a 6u uncommanded bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files do not show any 6u boluses delivered on the date of occurrence but do show a bolus of 5.75u delivered on the date of occurrence. The log files show that the controller was interacted with the enter the bolus presenter screen, enter digits 1 at a time to load 55 g of carbs, and used the use cgm option to load a bg value of 182 mg/dl. The bolus calculator then gave a suggestion of 5.75u based on this, before the controller went through the two step verification in order to confirm and start the bolus. This bolus was not canceled and the entire 5.75u was delivered. Inspection of the audit logs show that a 6u bolus was delivered on (B)(6) 2024, however engineering log files from these dates were overwritten due to continued use of the system. The audit files do show that for each bolus, the confirm bolus button was pressed and carb values and a bg value were entered. No evidence of an uncommanded bolus was observed in the log files.